Manufacturer narrative:
Di: (B)(4). Device is a combination product. Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged. Vascular access was obtained via the right femoral artery. The 100% stenosed lesion being treated was located in the left anterior descending artery. The target lesion was predilated with a 2.0x15mm emerge balloon catheter then a non-bsc balloon catheter at 18atm for 20 seconds followed by 2.0x20mm emerge balloon catheter at 16atms for 15 seconds. Next, a 2.50x24mm promus element plus stent delivery system (sds)was advanced, however it was unable to cross the lesion. The sds was successfully removed and a 2.5x15mm quantum apex balloon was used to redilate the target lesion at 18 atms for 25 seconds. The 2.5x24 sds was readvanced; however, it was still unable to cross the lesion. Upon removal it was noted that the stent had dislodged from the system. A microsnare was used to remove the stent. The procedure was completed with a 3.0x15 quantum apex balloon and by implanting a 2.5x16 promus element plus stent and a 3.0x16mm promus element plus stent. No further patient complications were reported and the patient's status is stable.